Event description:
It was reported that the vns patient was seen for a follow up visit and upon interrogation, the site noted that the device settings were not at the intended settings. It appears based on the settings provided, that a faulted system diagnostic test had occurred, which may have changed the settings to system diagnostic test settings. Good faith attempts to obtain the programming history from the site have been made, but no additional information has been received to date.